Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device was prophylactic. The patient was stable.

Event description:
New information notes the device will not be returned for analysis.

Manufacturer narrative:
Additional information notes the device will not be returned for analysis. Update to h6 codes.